Manufacturer narrative:
Manufacturing review:a device history record review was not performed as the lot number was unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years ten months of post deployment, computed tomography of the abdomen and pelvis was revealed the filter apex abuts the right wall of the inferior vena cava and one of the struts extends about 4 mm beyond the wall just to the right of the inferior vena cava. Another strut extends 1 mm anterior to the inferior vena cava. The patient experienced abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and ten months post vena cava filter deployment a computed tomography scan demonstrated that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.